Event description:
Controller: MFR # 2916596-2022-15694.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of communication issues between the system monitor and the system controller was unable to be confirmed. The system monitor (serial number: (B)(6)) was returned for analysis and tested at the service depot. The reported event of communication issues was unable to be confirmed. The system monitor was functionally tested and was found to operate as intended. A purchase order was issued to the customer and was declined. The system monitor was returned to the customer and will be unavailable for patient use. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system monitor (serial number: vsm-3059) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 29oct2010. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the review of patient history revealed that the pump was off for about 17 minutes on (B)(6) 2022. The submitted log files showed that the driveline was disconnected from the controller on (B)(6) 2022 at 08:57:14 and the pump was off for 17 minutes. At 09:14:08, the driveline was reconnected to the same controller and the pump restarted. The pump was operating as intended for the remainder of the log file. Additional information was received that a driveline disconnect alarm was displayed on the system monitor while the patient was on the power module. The entire driveline was checked, and it was still connected. No audible alarm was associated, and the pump was working fine as it was confirmed with the pump running light illuminating on the controller and the nurse checking [the pump] with a stethoscope. Later, the nurse decided to perform a controller exchange to the backup controller but after speaking with the on-call vad coordinator, another exchange was done back to the primary controller. A faulty system monitor was identified and was to be returned for evaluation.